Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : no observed opening on the device. Additional observation: crease observed on the device. White particles observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.